Event description:
Per the clinic, the patient reported unable to use the implant due to poor positioning and also experienced burning sensation while wearing the sond processor. Subsequently, the patient underwent revision surgery on(b)(6)2026, to reposition the device. However, during the surgery, it was noted that the electrode array had become surrounded by newly formed bone. Following removal of the bone tissue, a breach in the hermetic seal of the device was observed by the surgeon. The device was explanted during the same surgery and replaced with another cochlear implant. Additional information has been requested but has not been made available as of the date of this report.